Event description:
It was reported that the procedure was to treat the 100% stenosed superficial femoral artery with heavy calcification and heavy tortuosity. Due to severe calcification, crossing the guidewire was difficult. Intravascular ultrasound (ivus) was used and the guidewire eventually crossed and the lesion was dilated with a balloon. Due to the severe lesion, dissection and recoil occurred, so a 5x0x120 mm and a 6.0x120 mm supera self expanding stents (ses) were deployed and this covered from the distal lesion to the entry of the vessel. In order to treat the entry point of the vessel, the 6.5x40 mm supera ses was attempted to be deployed but deployment became difficult when about 1/3 of the stent was deployed, so the procedure was stopped and the stent was removed with the delivery system. A non-abbott 7.0x40mm stent was deployed at the entry point, and the procedure was completed successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was bent in the heavily calcified, heavily tortuous and 100% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.